Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range impedances on the right atrial (ra) lead. This ICD remains in service. No adverse patient effects were reported.